Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported ischemic cerebrovascular accident, altered mental status, fatigue, weakness, and patient outcome could not be conclusively determined through this evaluation. Furthermore, a specific cause for the reported driveline infection could not be determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. The IFU lists stroke, infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, section 6 contains information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 6 also lists infection as a potential late postimplant complication. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas patient handbook, rev. D, also contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 with altered mental status. A computed tomography (CT) was performed and confirmed a subacute left frontal ischemic cerebrovascular accident without hemorrhage or mass effect. The patient was not on anticoagulants as they were non-complaint. The patient's symptoms included aphasia and right-sided weakness. Treatment during admission included an insulin drip for diabetic ketoacidosis (dka), as well as intravenous cefazolin for an ongoing driveline infection. After leaving against medical advice on (B)(6) 2023, they were then readmitted on (B)(6) 2023 for altered mental status, fatigue, weakness, and dka. The family decided to transition patient to hospice care and the ventricular assist device (vad) was discontinued on (B)(6) 2023. The patient passed away on (B)(6) 2023. The death was not device related and the device operated as intended.